Event description:
It was reported that during a colorectal resection procedure, the device would not staple, but cut. During the procedure the colon resection was performed with a competitor device and the rectum resection with the ees device and its initial reload (first use of the device): the device cut but no staple. Another section of the rectum part was performed lower (under the ees device's section) and the anastomosis was performed manually (manual suture). The procedure was prolonged by 45 minutes. No follow operatively, the patient well. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Corrected data: upon further review, it has been determined that this event is a duplicate of report # 3005075853-2010-06592 and is being voided from our database.